Manufacturer narrative:
(B)(4). A batch review could not be conducted as the lot number is unknown. The sample was discarded so the complaint was not confirmed, and the root cause cannot be identified upon completion of baxter's investigation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis and fatal "cerebro-vascular arrest" in coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy (dose, frequency and lot number were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis which not did require hospitalization. On (B)(6) 2011, the patient began remedial therapy with a loading dose of vancomycin 2g, ip; followed by reflin 1g, once a day, ip; tobramycin 1g, once a day, ip; fortum 1g, ip (frequency not reported); amikacin 100 mg, once a day, ip; and heparin 1000iu, three times daily, ip. It was not reported whether dianeal pd2 was ongoing. The root cause for the peritonitis was unknown. On (B)(6) 2011, all antibiotic therapy was discontinued, but the peritonitis had not resolved. On (B)(6) 2011, the patient died. The cause of death was "cerebro-vascular arrest" (onset date not reported). It was not reported if the patient was hospitalized or whether an autopsy was performed. Dianeal was ongoing at the time of death. The baxter employed nurse reported the event of peritonitis was not related to the dianeal pd2 ultrabag therapy. The baxter employed nurse reported the event of fatal "cerebro-vascular arrest" was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the report of peritonitis. The root cause investigation is in progress. A follow-up report will be submitted if additional information becomes available.